Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that there's leakage above the suture wings. Patient involved w/o injury. No medical intervention required. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.